Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient's pump incision opened up. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. An explant was scheduled for (B)(6) 2020.